Event description:
It was reported that the product heated up during testing. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon inspection of internal components, it was found that the bearings on the rotor and driveshaft assemblies would not turn smoothly and were gritty feeling. This can cause friction between rotating components, which can generate heat.